Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. The product was not returned for analysis. The reporter stated a single focus toric was implanted. The root cause for the reported complaint could not be determined. The exchange from a company toric intraocular lens (iol) to a single focus toric iol, may suggest that the replacement lens was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following cataract surgery with an intraocular lens (iol) implant procedure, patient had poor vision. The lens was exchanged with an unspecified single focus toric iol after the initial implant procedure. Additional information received stating that the lens was exchanged with non-company iol. Additional information received stating that postoperative inflammation remains since iol replacement and visual acuity (va) remains unclear.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).